Event description:
It was reported that the device tip protector was not placed correctly and the technologists palm was punctured by the device tip. The stick site only required a band aid. There was no patient involvement.